Event description:
It was reported the patient underwent mitral valve replacement. In 2009 the previously implanted valve was removed, and a tear in one cusp was observed. The valve was replaced with another manufacturer's valve. The patient experienced no adverse consequences. Additional information has been requested.